Event description:
It was reported that device gave syringe size errors and had chipped top case. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed top case is chipped in front corners, bottom case is cracked under the left bracket, right plungers case is cracked. Customers reported issue was duplicated during syringe test. The root cause of the reported issues was determined that the issue was caused by the customer's incorrect assembly of the device. Actions taken to mitigate the reported issue: reassembled the barrel clamp assembly. Performed syringe test and all functional tests which passed.